Event description:
It was reported that the atrial lead was not capturing at maximum outputs and the lead impedance had increased and was high. The lead pace polarity on the device was reprogrammed from bipolar to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.